Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The monoblock was replaced. The system is operating as intended.

Event description:
The customer reported that the images on the 7900 system were magnified. No pt injury was reported.